Event description:
The manufacturer received a complaint from a user stating recently the machine is heating up and it is burning hot when she turns it on. She said it would burn her hand if she left her hand there. The machine would then just power off. There was no reported injury. Manufacturers evaluation summary: the device was returned on (B)(6) 2022. Engineering evaluated the returned device and found no anomalies with the device on initial review. The device was then submitted for performance testing to final test specifications and passed all testing. The device was operated under normal operating conditions using patients device settings, the outside surface temperature of the device was measured, a temperature of 96.7 degrees f was recorded. We were unable to duplicate the complaint of device heating up and shutting off. The investigation was closed on 11/18/2022.